Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported needle mechanism failure.

Event description:
It was reported by the patient the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn. As treatment, a new pod was placed.